Event description:
Customer stated, "notice a brown spot on her cover. Removed the cover, and found a burn hole in the heating pad. She can see the coil. Used pad in recliner, sitting up straight with pad behind back." Customer did not claim injury. Product was returned. Investigator observed discoloration of the unit, cover, thermostats, and a discolored hole. Additionally the investigator observed no evidence of burning. The investigator determined that the observed hole was a worn in hole. The investigator determined, along with the customers statement, that the use of the product on the recliner caused bunching of the lower part of the pad, which caused a worn hole and discoloration. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".